Event description:
Sorin group (B)(4) received a report that the e/p pack of the s3 stopped working. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. The problem was confirmed and the root cause of the issue was found to be a defective fuse in the e/p pack. The fuse was replaced and the problem was resolved. No further action is deemed necessary.